Event description:
Swelling in left knee [knee swelling] ([clinical flare reaction]). Case narrative: initial information received on 09-may-2019 from united states regarding an unsolicited valid serious case received from a non-hcp. This case involves a 29 years old female patient who experienced swelling in left knee (latency: 4 days), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (lot - 8rsl052, 31-aug-2021) once (dose, indication: unknown) in both her knees. It was reported that 2ml lidocaine was simultaneously injected with the hylan g-f 20, sodium hyaluronate and there was no effusion prior to the injections and patient was given post injection instructions. On (B)(6) 2019, patient developed swelling in left knee (latency: 4 days), no swelling was noted in the right knee. As a corrective treatment for the same, patient received medrol dosepak, compression, elevation, ice. The patient was seen back in the office on (B)(6) 2019 and received treatment for flare in the left knee. Action taken: not applicable. Corrective treatment: medrol dosepak, compression, elevation, ice. Outcome: unknown. A product technical complaint was initiated on 24-may-2019 for synvisc-one. Batch number: 8rsl052, global ptc number: 58570. The production and quality control documentation for lot # 8rsl052, expiration date (2021-08) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl052 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 24-may-2019 there was 1 complaint on file for lot# 8rsl052 and all related sub-lots. 1 complaint was on file for lot# 8rsl052: (1) adverse event. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information received on 24-may-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Swelling in left knee [knee swelling] ([clinical flare reaction]). Case narrative: initial information received on 09-may-2019 from united states regarding an unsolicited valid serious case received from a non-hcp. This case involves a (B)(6) years old female patient who experienced swelling in left knee (latency: 4 days), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (lot - 8rsl052, 31-aug-2021) once (dose, indication: unknown) in both her knees. It was reported that 2ml lidocaine was simultaneously injected with the hylan g-f 20, sodium hyaluronate and there was no effusion prior to the injections and patient was given post injection instructions. On (B)(6) 2019, patient developed swelling in left knee (latency: 4 days), no swelling was noted in the right knee. As a corrective treatment for the same, patient received medrol dosepak, compression, elevation, ice. The patient was seen back in the office on (B)(6) 2019 and received treatment for flare in the left knee. Action taken: not applicable. Corrective treatment: medrol dosepak, compression, elevation, ice. Outcome: unknown. Seriousness criterion: required intervention. A product technical complaint was initiated and results were pending for the same.